Manufacturer narrative:
Customer complaints of over-sensing, pacing anomaly, and defective device were not confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement level. Electrical and mechanical analysis performed, including sensitivity test under field conditions did not find any sensing issue, and functional verification under field settings indicate all parameters are within normal range of operation. Additionally, visual inspection of the header and connectors found no contamination or foreign material that could contribute to the reported complaint. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, oversensing due to noise was observed on the right ventricular channel. Pacemaker mediated tachycardia was also observed. The physician alleges a header anomaly. The event was resolved by explanting and replacing the device during the unrelated procedure. The patient was in stable condition.